Event description:
The pt received her scs system on (B)(6) 2010. It was reported the ipg flipped in the pocket approximately two months post implant. The physician was able to manipulate the device back into its original position using fluoroscopy. The device remains implanted. Follow up on the pt found that no further issues have been reported. No additional information is available.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.